Event description:
It was reported that during a orthotopic ureterocele resection procedure (bladder stone and turbt), the tip broke off into patient. The user was not sure at what part of the procedure the tip fell off, if it was when they were using the bipolar loop or if it was when they were breaking the stone. The user was using a bipolar needle, medium loop and laser fiber. The user stopped the procedure to retrieve the broken tip. The broken tip was able to be retrieved using a grasper device. The broken sheath was replaced and the intended procedure was completed with no patient harm or injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation: below are investigation from the legal manufacturer: since the product for this complaint was not returned to manufacturer, the investigation is based solely on the information provided by the customer and the sbc (service business center) olympus. The product was sold on 28 april 2021. Analysis the event description states that the ceramic tip broke off during the procedure in the patient. According to the assessment made by the sbc, it is believed that the tip was completely removed. Please note that the procedure was continued with another instrument and no injuries to the patient were reported. Based on the described damage pattern, it can be assumed the insulation tip's damage was caused by mechanical thermal influence. Unfortunately, it cannot be determined with certainty, whether there was a previous damage on the device or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. The IFU ( instruction for use) carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. In the case of unclear remains of fracture fragments, of the insulating insert made of ceramic, these can be localized with a suitable x-ray procedure or computer tomography and removed, if necessary. Cause: as for the technical cause, it is assumed that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Also note that the cause of the reported issue is attributed to wear and tear. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. A manufacturing and quality control review was performed for device a22040a with lot number 21301. There is no non-conformity associated with this device with respect to the described issue. The DHR ( device history record ) review showed that the device was manufactured according to valid instructions and met all specifications. Additional information: prior to using medical devices, please ensure they are in perfect technical condition. See also the warnings in the instructions for use (IFU). Before use warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation. Visual inspection on the as is received condition of the device was performed. Visual inspection noted broken portion of the ceramic insulation was returned along with the device in a clear plastic bag. The distal end of the device was observed and identified sharp edges on the broken portion of the ceramic insulation. The broken portion that was detached from the device was taken out of the clear plastic bag and examined. It was verified that there was one broken portion returned which appears to be about 25 percent of the ceramic insulation and has sharp edges. The detached broken portion of the ceramic insulation was placed next to the distal end of the device and it appears that the broken portion returned is the missing portion that completes the entire ceramic insulation. It also appears that there are no other missing portions of the ceramic insulation when placing the returned broken portion next to the distal end of the device. The surface of the shaft was inspected and it appears there are no signs of dents, bends, or deformations. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide device manufacturer date (h4).